Manufacturer narrative:
A field service engineer (fse) was dispatched who conducted follow-up with the customer over-the-phone to address the reported event..printer was ordered and was shipped to customer. No further action required from field service the most probable cause of the reported event was due to a defective external printer. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported printer issue with their aia-1800 analyzer. A field service engineer (fse) was dispatched on (B)(4) 2016 to address the reported event, which resulted in delay in reporting of patient results for bhcg, e2, prog, lh, prl there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.